Event description:
Asap too clinical study it was reported the implant did not seal. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a 24mm watchman laa closure device was successfully implanted. The closure device had a complete laa seal and deployed device diameter of 19.6 mm. Prior to the implant procedure, aspirin was administered. On (B)(6) 2018, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2018, the patient presented to the hospital for a 3 month follow up visit. A transesophageal echocardiogram (tee) was performed and revealed that the closure device had an incomplete seal with a gap greater than 5mm. At this time the patient was on aspirin.